Manufacturer narrative:
The fsr found the arterial temperature probe broken. The fsr replaced the temperature probe and tested successfully. As a courtesy, the fsr left a spar temperature probe with the customer. The unit operated to MFR specifications and was returned to clinical use. The part was returned to the MFR for further evaluation. The reported complaint was confirmed. During the lab evaluation, the service repair tech (srt) stated the temperature probe was severely damaged at the temperature sensing end of the cable. The device under test (dut) sensor was then substituted for each input, expecting the room ambient temperature (24 degrees celsius) to be displayed. No reading was displayed for the dut sensor when plugged into either input. This indicates complete loss of the dut sensor functionality. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The fsr reported that during preventive maintenance (pm) of the device, the temperature probe was broken. It was working but cracked in the middle. There was no patient involvement.